Event description:
Facility reported a product problem with no injuries resulting. Report stated that the tabs alarm was found to have a "faulty" connection from the pad to the monitor.

Manufacturer narrative:
Related to manufacturer report number 1929691-2013-0003. The facility was found to have a number of monitors requiring repair of monitor connectors, including this reported monitor. Because of the large number or monitors in use by the facility, and lack of returns for maintenance, product distributor and manufacturer undertook an inspection of all tabs monitors at the facility to locate additional monitors requiring maintenance or replacement as appropriate. After repeated insertions and removals of a pad and/or nurse call connector, the pins of the rj-type connectors often need maintenance and/or replacement. Facility was instructed as to proper testing before each use, as prescribed in product user manuals. User manuals also instruct that any problems noted during testing should trigger a return for inspection and maintenance. Signs of product requiring maintenance are a monitor that will not "arm" for usage as in this case, or, a monitor that alarms when the connector is pulled after proper arming.